Event description:
Customer reported the insulin pump alarmed unexpected restart after inserting a new battery. Customer's blood glucose was 81 mg/dl. Customer couldn't read alarm history. Customer reported a temp basal was not programmed prior to the alarm occurring. Customer stated the device was not stored or not in use for an extended period of time. Alarm was not recurring during normal use. Customer was advised to monitor the device. Customer stated it was the second time the alarm has occurred and wanted the device to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.